Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was programmed to settings indicative of an interrupted system diagnostic test on (B)(6) 2009. No prior programming and diagnostic history is available so the date of the interrupted system diagnostic test is unknown. The patient was implanted on (B)(6) 2009. No patient adverse events were reported.